Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 382534; batch#: unknown. It was reported by customer that this was located in the left antecubital fossa. Part of the catheter tip was noted to be missing by nursing. Complaint received via email(s) attached. Rcc received a complaint via email. This was located in the left antecubital fossa. Part of the catheter tip was noted to be missing by nursing. Item: 382534.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.